Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had physical damage. The customer stated that half of the ring that hold the vial came off. Troubleshooting was done. Customer's blood glucose was 136 mg/dl. Customer stated it occasionally comes out and the insulin pump hit the floor. Customer stated a lot of times he does have dawn effect, scratches on the lens, the half was loose and then it came off. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, cracked reservoir tube lip, cracked reservoir tube, a missing end cap sticker and a missing reservoir tube o-ring.